Event description:
Resident was sitting in their electric wheelchair when a staff member noted smoke coming from chair and a smell consistent with electrical fire. Resident immediately removed from wheelchair, and chair put out doors, electrical components disconnected.